Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawers were failed. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height 2.1 and 2.2 drawer failed. A field service engineer arrived onsite and investigated the issue and identified intermittent problems with the half height drawer. To resolve the issue, the engineer replaced the main printed circuit board assembly (pcba), retractors, and controller boards. After completing the repairs, the half height drawer exhibited no further signs of malfunction. Both half height drawers 2.1 and 2.2 were confirmed to be in good working order. A complete inventory count was performed by the pharmacy technician on drawers 2.1 and 2.2, and no additional issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawers were failed. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.